Event description:
It was reported that before use of the bd saf-t-intima¿ integrated safety catheter system two catheters was found that the needle tip shielded by the catheter tubing. One catheter was found with foreign matter on the needle tip. "One-time use of the intravenous indwelling needle 22g has two needles that have not been used and found that the needle tip has been retracted into the catheter. The other one is ready to use and found that the needle tip has a hairy resemblance. "

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7144551. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples was unable to identity of the material on the tip of the cannula however, silicone is a material used to manufacture this device, it is applied to the catheter as a lubricant for reduced resistance during insertion. Excess silicone is the most likely root cause for the presence of silicone. It was also noted by our investigators, that the sample received was partially activated at the time of the investigation. This partial activation lead to the incorrect lie distance experienced by your facility;; the lie distance appeared artificially longer due to the partial retraction of the cannula. After a review of our manufacturing facility, our engineers were unable to identify any potential causes for this event in our manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd saf-t-intima¿ integrated safety catheter system two catheters was found that the needle tip shielded by the catheter tubing. One catheter was found with foreign matter on the needle tip. "One-time use of the intravenous indwelling needle 22g has two needles that have not been used and found that the needle tip has been retracted into the catheter. The other one is ready to use and found that the needle tip has a hairy resemblance."